Manufacturer narrative:
The account found a small cable clamp under the sidecom p/c board blowing the f-17 fuse. The account removed the cable clamp to repair the bed.

Event description:
The account alleged that the bed has no functions working and the manual functions are not working.